Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report that the customer's device powered itself on without any user interaction. As a result, the device's keypad may be inoperative and the device may be unable to provide defibrillation therapy, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A third party service agent evaluated the customer's device and verified the reported issue. The device was returned to physio-control for further evaluation. Physio-control further evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic history log and verified the device had power cycled multiple times. The cause of the reported issue could not be determined. The customer received a replacement device.

Event description:
A third party service agent contacted physio-control to report that the customer's device powered itself on without any user interaction. As a result, the device's keypad may be inoperative and the device may be unable to provide defibrillation therapy, if it was needed. There was no patient use associated with the reported event.